Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.